Event description:
Clinic notes dated 02/19/2016 note that the patient had four breakthrough seizures in the last couple of months, despite being compliant on depakote and vimpat. The notes indicate that the generator battery is at end of service. It was noted that the generator must be replaced at the earliest, for better control of seizures. The patient was referred for generator replacement. No known surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician indicated that the patient's seizures were well controlled on the vns and then he began experiencing some breakthrough seizures that were not above his pre-vns baseline frequency, but were worse than the control he experienced with vns. The physician indicated that it was believed that the depleting battery was causing the breakthrough seizures. There were no life changes or programming changes that would have caused the seizures.

Event description:
The patient underwent generator replacement. The explanting facility reported that the explanted generator was discarded; therefore, no analysis can be performed.